Event description:
It was reported that during a lap. Cholecstectomy procedure the device would not retract from the closed position. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 06/05/2007. Info anticipated, but unavailable at this time.